Manufacturer narrative:
Product complaint # (B)(4). Section a1: patient identifier: (B)(6). Hemorrhage is a known potential adverse event associated with endovascular mechanical thrombectomy for acute ischemic stroke cases. There were no alleged quality issues related to the used device, as the device performed as intended. Petechial hemorrhages, also known as hemorrhagic infarction, is classified as a hemorrhagic transformation (ht) subtype and is a frequent spontaneous complication of ischemic stroke. Because of diminished autoregulation in vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, there is increased risk of hemorrhage upon return of normal blood flow. Per the additional information received on 12-jul-2024, the adverse event, ¿petechial hemorrhage of right aca and mca territories¿ was classified as being ¿possibly¿ attributed to a reperfusion injury. Based on this additional information, there is a possibility the event was not a reperfusion injury, despite the term used to describe the adverse event. The patient¿s 7-day post-procedure neurological assessment shows significant worsening regarding patient capacity for independent activities of daily living (adl), as seen by comparison to the patient¿s baseline mrs score, 1 to 4; it is clinically reasonable to assume this deterioration resulted from the natural progression of the patient¿s severe index stroke (based on the patient¿s baseline nihss score of 21). However, the outcome cannot be attributed solely to the natural progression of the index stroke, as the patient experienced a cerebral hemorrhage the day after the procedure. Based on this information, the lack of certainty that the hemorrhage was a reperfusion injury, and the pi¿s assessment of the event being possibly related to the embotrap study device, this event of will be conservatively reported to the us FDA, reporting under criteria 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 12-jul-2024. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the excellent study (cnv_2017_02), a 76-year-old male (B)(6) with a history of atrial fibrillation, diabetes, hyperlipidemia, hypertension, and previous myocardial infarction, presented with an unwitnessed non-wake up stroke. Last time seen well was on 01-jan-2024 at 07:30. Symptoms were first observed on the same day at 08:15. The patient was presented to the treating hospital on (B)(6) 2024 at 09:11. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿cardioembolic.¿ the patient¿s baseline nihss score was 21 and a mrs score of ¿1-no significant disability. Able to carry out all usual duties and activities.¿ the patient underwent an endovascular mechanical thrombectomy on (B)(6) 2024 using an embotrap iii 5 mm x 37 mm (et309537/ 23g010av) for an occlusion at the m1 segment of the right middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass resulted in a mtici score of 2b, with clot retrieval in the stent-retriever. During the procedure, a guidewire was used, but the brand was not specified. A 0.025 velocity microcatheter and a 0.071 zoom intermediate catheter were also used. There were no reported intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 13. On 02-jan-2024, the patient experienced the adverse event of ¿petechial hemorrhage,¿ which became known to the site and sponsor on 09-apr-2024. The principal investigator (pi) assessed this event as not serious, mild in severity, and as possibly related to the study device, unrelated to the large bore catheter (not used), and possibly related to the surgical procedure. As to whether the event was anticipated, the answer field is recorded as ¿n/a (does not meet above criteria)¿. The event was treated with medication. The outcome is recorded as ¿recovered/resolved¿ with an end date of 03-jan-2024. The patient was discharged to a rehabilitation center on (B)(6) 2024 with an nihss score of 4 and a mrs score of ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance.¿ additional/modified information was received on 05-jun-2024. Summary: regarding the adverse event of ¿"petechial hemorrhage," the term has been updated to "petechial hemorrhage of right aca and mca territories." This additional information has been reviewed. Additional information was received on 12-jul-2024. Summary: regarding the adverse event of ¿petechial hemorrhage of right aca and mca territories,¿ there was no vessel trauma associated with the event. The event was possibly attributed to a reperfusion injury.